Manufacturer narrative:
A visual examination of the returned uphold lite with capio slim revealed that there is no damage to the capio suture capturing device and the needle dart of the suture was located behind the catch of the capio slim suture capturing device. Thus, the condition of the returned device confirms the event. In addition, the mesh assembly was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a previous prolapse repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the suture broke but the needle was found lodged inside the capio cage. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Problem of suture broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a previous prolapse repair procedure performed on (B)(6) 2015 according to the complainant, during the procedure and inside the patient, the suture broke but the needle was found lodged inside the capio cage. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.